Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as there is indication that the lens was implanted therefore it was not explanted. Manufacturer pone number: (B)(4). The device as well as the foreign material were not returned for analysis as the lens remains implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that she has seen about 50% of her lenses have a type of "sticker" goo behind the lens and is concerned that this may disrupt visual acuity for her patients. The sticker goo is in the center of the lens and behind the lens. No further information available.

Manufacturer narrative:
Additional information received states that there were no visual symptoms experienced by the patient , there was no patient injury and no medical/surgical interventions such as incision enlargement, vitrectomy or sutures were performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.